Manufacturer narrative:
The pathway jetstream g2 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation.

Event description:
A jetstream g2 device was used to treat a severly calcified lesion in the popliteal artery. After using the g2 device, twice in the minimum diameter mode and once in the maximum diameter mode, small debris was noticed in the distal posterior tibial artery. The physician successfully treated the emboli using balloon angioplasty. The patient is fine. It is unclear if the embolus was caused bu the jetstream g2 device, the guidewire or quick cross catheter.